Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. Additionally, no product was returned for eval. If additional event and/or eval info is obtained, a f/u MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2007 - pt implanted with multiple medical devices including a bard ptfe mesh. Attorney's report of alleged permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.